Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device was received at the service center and evaluated. It was reported that radiance 32¿ 4k/uhd medical display have color bar issues during set up for in-service. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the device gama level not calibrated properly and was out of calibrated. The device gama level adjusted and was newly calibrated to resolve the issues. After repair, the device was found to be working according to the specifications. User error is the most likely root cause of the incorrect calibration of the device which would have caused the device to not function as intended as reported by the customer. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by the sales rep via complaint submission tool that three radiance 32¿ 4k/uhd medical display have color bar issues during set up for in-service. No procedure or patient involvement. These devices are available for evaluation.